Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis therapy. The cause of the event was not reported; although, per the reporter "esrd (end stage renal disease) was the alternative etiology". It was reported the patient was instructed to go to the hospital; however, it was not reported if the patient was admitted to the hospital for the event. Treatment details were not reported. Extraneal and physioneal therapies remained ongoing. At the time of this report, the patient had not recovered. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) ¿continuously administered¿ for cloudy effluent. On an unknown date the antibiotics were discontinued. On an unknown date, the patient recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.